Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to moisture damage at keypad traces. The insulin pump was also received with cracked case at display window corners and with minor scratched lcd window.

Event description:
The customer reported via phone call that the insulin pump had an unresponsive keypad. The customer did not know if there were any significant events leading to the keypad issues. The customer stated that sometimes the insulin pump took 2 minutes to scroll. The customer did not know the blood glucose reading. He reported that his blood glucose had been out of control so he was unable to give an exact value. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.